Manufacturer narrative:
Dates estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis, myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis, myocardial infarction and stenosis and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attachment: clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease¿aida trial substudy. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#. The absorb device referenced is being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided.na.

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffold (bvs) and xience evorolimus eluting stent (ees) that may be related to the following: death, myocardial infarction, revascularization, thrombosis, stenosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease¿aida trial substudy.